Event description:
A caller reported that a ¿sensor scan" error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms of tiredness, dry mouth, sleepiness, and a loss of consciousness. The customer was unable to self-treat and was provided tea with honey by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Attempt to communicate between returned sensor and known good reader. Reader successfully communicated with the returned sensor. No error message was observed. An extended investigation was performed on the returned sensor and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be sensor state 5 with event logs 3 and 4 indicating sensor had terminated normally without any error. The returned sensor was successfully communicate with known good reader. Attempted to replicate the user¿s complaint using similar configuration and the sensor was able to communicate with both phone and reader without any error. Due to customer's complaint not being observed and no other issues found with the sensor, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. D4 - primary UDI number: (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a ¿sensor scan" error message was received with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms of tiredness, dry mouth, sleepiness, and a loss of consciousness. The customer was unable to self-treat and was provided tea with honey by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.